Manufacturer narrative:
(B)(4): physio-control examined the customer's device but was unable to duplicate the reported issue. Physio did observe that the device's battery pins were loose, which could cause the device to intermittently power off by itself. Physio then tightened the battery pins and after observing proper device operation through functional and performance testing the device was returned to the customer for use.the likely cause of the reported issue was loose battery pins.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a recent patient event. The patient was being monitored only and a backup device was readily available for use. No further details about the patient or the event were available.